Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. It was noted the product was implanted for approx sixteen years prior to revision. Polyethylene wear after sixteen years implantation should not be unexpected. Based on that performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be rec'd, the investigation will be re-opened.